Event description:
A physician reported that the cassette had occlusion and occlusion bell also heard during viscous removal step of cataract [without intraocular lens (iol) implant] surgery. The surgery was completed on same day by replacing the cassette. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).